Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 8mm force bipolar instrument was returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the grip base of the grip tip. A piece approximately 0.104" x 0.086¿ was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during central processing, inspection of the 8mm force bipolar instrument identified that the grasper was almost completely snapped. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the returned 8mm force bipolar instrument; however, failure analysis has not yet been completed.